Manufacturer narrative:
Results: malfunctioning foot left load cell caused scale and bed exit to be unavailable.

Event description:
It was reported by service report that the scale would not zero and it would display a call for service screen, and bed exit was not functional. No pt involvement or adverse consequences were reported.